Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was not getting adequate relief. There were multiple reprogramming attempts but were unsuccessful. It was also reported that the patient fell a few days after their implant. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the entire system was explanted to address the issue. Manufacture representative was not present.